Event description:
Same case as MFR #: 2134265-2012-08344 and 2134265-2012-08345. It was reported that during a percutaneous coronary intervention the motor drive was unable to perform pullback. The 100% stenosed target lesion was located in the non-calcified and non-tortuous left anterior descending (lad). Using an unknown bsc catheter, automatic pullback was attempted multiple times. The motor drive was unable to perform automatic pullback. Manual pullback was attempted and was not successful. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2012-08344 and 2134265-2012-08345. It was reported that during a percutaneous coronary intervention the motor drive was unable to perform pullback. The 100% stenosed target lesion was located in the non-calcified and non-tortuous left anterior descending (lad). Using an unknown bsc catheter, automatic pullback was attempted multiple times. The motor drive was unable to perform automatic pullback. Manual pullback was attempted and was not successful. No patient complications were reported.

Manufacturer narrative:
Updated: device avail for eval, returned to MFR on, device returned to MFR, device evaluated by MFR., eval summary attached, method codes, results code, conclusion codes. Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The unit meets specifications for functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.